Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that since the patients trial was done in december and now with her implantable stimulator (ins), she was experiencing zapping when she yelled at her dog, yelled at mother, at a bus or raises voices or sneezes she would get zapped. Patient stated they told her it was because of scar tissue and she was pretty thin,(B)(6). Patient stated she was about that when she did the trial. Patient stated since april 29th she had been gradually raising it, she recently went from using stim at 5.3, which was not cutting the mustard, to 8.0 so she could live a normal life, that was why she got it in the first place. Patient stated at 8.0 she had to turn it off at night and then back on in the morning because at 8.0 she had the sensation of stimulation that felt irritating to her heart, it was so close to her ribs and chest, like a heart attack, like she put her finger in a socket. Patient stated it starts to buzz in the night if the dog crawls next to her and leans on the wires but this only happened after she raised 8.0. Patient stated the leads go up her spine to t7 and t8 and ribs 9, 10, 11. Patient stated it was just the proximity, it was the sensation it was not reality, so it was just uncomfortable so she turned it off at night. 2020-aug-12 e1 (rep): additional information was received from the rep who reported she was not made aware of the event. Rep plans to call patientand have them turn down their hd stimulation.